Event description:
It was reported that the customer was hospitalized for dka. The spouse stated that md wants the pump replaced. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The cause of event was not determined. The next day, the spouse called back for assistance with programming the basal rates and the time.